Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to high metal ion levels. Metallosis and metal slime was present.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 11/26/2015: litigation papers allege the patient developed hip pain, popping and clicking, as well as numbness in her right thigh. Additionally metal ion testing completed on (B)(6) 2013 showed elevated metal ions with cobalt 2.1 and chromium at 3.5. On (B)(6) 2014 the patient underwent an MRI of her hip which revealed a fluid collection which communicated with the posterior aspect of her right hip joint and extended lateral to the posterior greater trochanter. During the revision surgery, the doctor noted that the inner aspect of the hip joint had some edematous, inflamed looking tissue. Pathology reported synovial tissue with moderate chronic inflammation, surface fibrinous change, focal synovial hyperplasia and necrosis.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/3/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. There was no mention of metallosis as previously stated. There is no new additional information that would affect the existing investigation. The complaint was updated on:3/15/2016.